Event description:
It was reported that the pt had stimulation in the wrong location and was not reaching the needed areas. She has lost (B)(6) and believes this may be a contributing factor. Additional info was requested.

Manufacturer narrative:
(B)(4).